Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump successfully and was advised to continue using it. They were instructed to contact technical support again if the malfunction recurred, and the customer confirmed understanding.